Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system failed optical communication. After the system was left running for a while, the camera would lose communication. The poe injector was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while setting yo the system for calibration for a demo, the positioning sensor unit (psu) suddenly turned itself off and the software showed "localizer disconnected". The medtronic representative (mr) reported that he had the back cover off of the camera cart. He confirmed that the led on top of the poe was red and that the camera was not getting any power. Technical services (ts) had him reboot the system and the led went green and the camera functioned as designed, thereby confirming that the network cable chain going from the poe to the camera was good. The mr checked the ndi toolbox and it did not show any errors. It was suggested that the poe injector be replaced. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: the poe injector was returned. It was tested for over 5 days and provided power through the entire length of testing. There was no fault found with the poe injector. If information is provided in the future, a supplemental report will be issued.